Manufacturer narrative:
Continuation of medical devices: 305c23 tissue valve implanted (B)(6) 2006; etlw1624c156e stent graft implanted (B)(6) 2015; esbf3614c103e stent graft implanted (B)(6) 2015; etlw1610c156e stent graft implanted (B)(6) 2015; etcf3636c49e stent graft implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.